Event description:
Reporter indicated that upon initial interrogation of a vns patients generator at a routine follow up visit, it was noted that the device was unintentionally set to the lead test settings of 1/20/500/30/60. Reporter stated that this was not a single occurrance of the event. Troubleshooting for communication problems was performed and was unsuccessful in determining the cause of the incorrect programmed settings. No serious injury was reported. Product was returned to cyberonics inc. For analysis and the reported complaint was not verified during the analysis. As a result, no likely cause for the reported condition could be determined.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.